Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (contamination) has been confirmed. Upon investigation the electrode belt displayed service code 204 (belt/monitor unable to communicate). The cause for failure was isolated to contamination. Belt removed from service. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).